Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the drug solution did not come out very well but was only dribbling.

Manufacturer narrative:
H6: investigation summary two open and forty sealed 32g x 4mm pen needle samples were returned from lot. No. 2026063, cat. No. 320136. A clog test as per q-sop-183-dl was carried out on the two open samples along with twenty-eight sealed samples and no issues were observed. See attached data collection form. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the drug solution did not come out very well but was only dribbling.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report MDR pr# (B)(4) was sent in error per incorrect lot number. Complaint captured under report MDR pr# (B)(4) MFR#9616656-2022-01359. MFR#: 9616656-2022-01293 is void as a result.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the drug solution did not come out very well but was only dribbling.